Manufacturer narrative:
Block b3: date of event unknown. Event occurred between 01nov2023 and 30apr2024.

Event description:
It was reported that the patient experienced a lump on her head at the deep brain stimulation (dbs) lead extension header skull site. The physicians assessment was that the lump was attributed to tissue swelling around the lead extension header that did not dissipate causing the discomfort. The patient underwent a procedure where the physician drilled a trough in the skull and repositioned the lead extension in it before completing the procedure. The patient did well post-operatively.